Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Diameter of non-aneurysmal proximal neck was 20mm. Diameter of non-aneurysmal distal neck was 20mm. It was noted that there was no calcification or thrombus from puncture site to lesion site; but, there was mild angulation from puncture site to lesion site. It was reported that a replacement of synthetic vessel was performed due to avulsion of intima caused by stent graft delivery system. The celiac artery was coiled. The leg approach was not used, but the access was through the left subclaivian artery (lsa) and through left axillary artery to fenestrate and implant at the superior mesenteric artery (sma). The pull-through technique was performed between the left axillary artery and left femoral artery, and the valiant was implanted. It was noted that it was implanted to be upside down. A digital subtraction angiography was carried out and type ib endoleak was confirmed. When the delivery system was removed to carry out touch-up ballooning, the delivery system might have avulsed the intima around lsa and the intima was found to be adhered to the delivery system. Right after removal, blood pressure fell to about 40mmhg. Open chest surgery was immediately performed. The left leg approach was used, and the lsa site was intentionally occluded by another manufacturer's balloon. It was replaced with synthetic vessel and the procedure was completed with blood pressure control. After the placement of the synthetic vessel, t ouch-up ballooning was performed but final angiography was not carried out because it was determined that there was no further treatment for the patient. It was noted by the physician that this was initially outside of indications for use, and there was no relationship with the relevant device. The device was removed without fluoroscopic guidance nearby the lsa and the physician was unaware that the delivery system was stuck, which was the cause of this case. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that it was observed during the procedure that the delivery system peeled off the intima and part of the intima was seen on the removed delivery system. It was noted that the intima had adhered to the area between the tip and graft cover. It was also reported that the physician believed that the type ia endoleak occurred due to the shape of the vessel and that there was a short landing.

Manufacturer narrative:
(B)(4). Conclusion codes: off label use (implanting via the lsa); failure to follow instructions (lack of fluoro guidance).